Event description:
It was reported that this right ventricular (rv) lead had exhibited an abrupt change in pacing impedance and sensing, along with an obvious loss of capture, due to lead dislodgement and possible perforation in the rv apex or through a low cardiac vein. Additionally, the patient was admitted to the hospital, where the anomaly was confirmed by xray and device interrogation, after the patient experienced discomfort, chest pain and marked pain during attempted pacing threshold testing. No signs of pericardial effusion or cardiac tamponade were observed. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited an abrupt change in pacing impedance and sensing, along with an obvious loss of capture, due to lead dislodgement and possible perforation in the rv apex or through a low cardiac vein. Additionally, the patient was admitted to the hospital, where the anomaly was confirmed by xray and device interrogation, after the patient experienced discomfort, chest pain and marked pain during attempted pacing threshold testing. No signs of pericardial effusion or cardiac tamponade were observed. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Typical surgery-related damage was noted but was not considered abnormal. No lead issues were noted that would have made dislodgement and suspected perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.